Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited post sensed t-wave oversensing. No intervention or procedure were reported. The patient had no consequences.